Manufacturer narrative:
Method: the sample has been received by the reporter for inspection and eval. Results: received one full pump for eval and investigation. Visual inspection of the pump found crystallized medication in the pump reservoir. The pump was received with the select-a-flow (saf) set at 6ml/hr. The orange indicator for the bolus (pca) reservoir was in the down position, the bolus button was up. Bolus testing was performed and the pump functioned as designed. Conclusions per observation the customer complaint was not confirmed. At this time this product is under recall.

Event description:
Drug/diluent: ropivacaine hc1 .1%. Fill volume: 400. Flow rate: unk. Procedure: unk. Cathplace: unk. Bolus button did not work and did not deliver the bolus while set up on a pt. No adverse event occurred. Date of event: (B)(6) 2010.